Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels reaching 50 mg/dl. Customer stated they believe low bg levels are due to the basal rate being set too high. Reportedly, customer's health care professional recommended settings adjustments. Tandem technical support guided the customer through adjusting pump settings. Customer drank orange juice to bring bg levels to target range.